Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor cable. The reporter did not know the patient outcome, procedure outcome of if a fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-sep-2024: the damage was observed when the instrument was removed from the patient, and it was not observed intraoperatively. There was no loss of cautery nor thermal damage observed. There was no instrument collision, and the damage did not result in fragment falling inside the patient¿s anatomy. A backup instrument was utilized to resolve the issue. The procedure was completed robotically. There was no patient harm due to this event.

Event description:
Refer to h10/h11 for follow-up information.